Event description:
Customer`s doctor reported via phone call indicated customer had experienced hyperglycemia of 400 mg/dl. Customer stated that they felt insulin pump was not giving insulin resulted in hyperglycemia. Customer reported there was a crack on the pump. Customer was suggested to stop using insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.